Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s blood glucose level was unknown. The customer stated the pump was able to fix it then, now pump was completely dead. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per healthcare professional instruction. The insulin pump will not be returned for analysis.